Event description:
It was reported that since the implant the patient had only been able to acquire a maximum of four coupling bars. The patient often received zero coupling bars and this was the case on the date of report. The patient had seen a manufacturing representative and they reset the recharger. After that, it worked better but that was still only four coupling bars. The patient could easily feel where the implantable neurostimulator (ins) was located. The patient added an additional spacer but there was no change noticed. The antenna was repositioned but there was no change noticed. The patient was redirected to the healthcare professional (hcp). It was later reported on (B)(6) 2013 that the patient¿s machine has not worked for two weeks. She has an appointment with her doctor tomorrow. As of (B)(6) 2013 she still had concerns regarding her device or therapy but was working with her doctor or company representative. She did have her appointment on (B)(6) 2013. Then on (B)(6) 2013 it was reported that she was not able to communicate with the patient programmer and charged yesterday. The patient programmer indicated that the ins needs to charge. She saw her health care provider (hcp) on (B)(6) 2013 and forgot to bring her recharging equipment. Her hcp told her to go home and charge. She went home and charged with 4 bars colored in but then could not get any boxes colored in. No stimulation has been felt in over 3 weeks. The ins level was about ¼ full. It was noted that she fell a couple times a couple weeks ago. In the past she did not have problems charging and charged every couple days. She still had a coupling problem and the ins was overdischarged. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 355024, lot# n293300, implanted: (B)(6) 2013, product type: accessory. (B)(4).